Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reports that during a lobectomy procedure, on the first firing, the handle was squeezed completely. However once the device was opened, it was found that one fourth of the staple line was not stapled. There was bleeding. The patient was opened to control the bleeding and received two units of blood as a result. The patient is currently stable.

Manufacturer narrative:
(B)(4). Incomplete/interrupted the analysis results found that the cts45 device was received in good visual condition and with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.